Manufacturer narrative:
The device was not returned for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
This complaint was received at the anzsvs conference. The presenter mentioned that a pruitt f3 shunt ruptured during a carotid endarterectomy procedure. No injury was reported to the patient.